Manufacturer narrative:
The device has not been returned to the MFR, as this time, for eval. A lot history review (lhr) of rexf1027 showed no other similar product complaint(s) from this lot number.

Event description:
Piccs leaking and splitting. The leaking PICC was found in an open heart pt on (B)(6) 2013. Staff started to notice the pt had leakaged, finally pulled it out and discovered it had a split in it about 4 inches into the arm (saline was infusing to all was "safe").